Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 79 mg/dl. The customer successfully loaded a new cartridge onto the pump.